Event description:
It was reported that the pta balloon used to declot an av graft in the left forearm, would not fully deflate, making it difficult to remove. The system had to be removed with the 6 fr. Sheath. The physician did not lose access, and was able to complete the procedure threading a different balloon over .035 wire. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Upon inspection of the returned sample, the bifurcate of the catheter appeared intact. The shaft appeared intact on the proximal half, but the distal half was severely necked down to where the shaft enters the returned introducer. The balloon was almost completely inside the accordioned introducer with only the distal portion of the balloon (approx 3 cms), which had a bulbous and mushroomed appearance, protruding from the distal portion of the introducer. The tip of the balloon felt solid to the touch and appeared as if it had not been completely deflated prior to removal. Due to the size and shape of the balloon tip, removal from the introducer was impossible. The condition of the accordioned introducer and the catheter shaft suggest that extreme tensile force had been applied during the removal process. The introducer shaft, as received, was accordioned down to approx 3.5cm. Due to the condition of the returned sample, further evaluation was impossible. The root cause for this event is unknown. The current IFU (information for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter.